Manufacturer narrative:
Follow-up information received on 14-dec-2015 from consumer via authority regulatory (case number mw5058195). Essure lot number 676717 was inserted on (B)(6) 2009 and a total hysterectomy was performed on (B)(6) 2015 to have it removed. Concomitant medication was reported: probiotic, calcium, magnesium, adrenal support, multivitamin and milk thistle. Company causality comment: this non-medically confirmed, spontaneous case report; refers to a female consumer who had very heavy bleeding for a week after essure (fallopian tube occlusion insert) insertion. Later, she developed chronic pelvic pain. According to her, she had a total hysterectomy (approximately 6 years after device placement). The reported events are listed according to essure's reference safety information. During and after essure insertion, pelvic pain and genital bleeding may occur. In this case, consumer had post procedural bleeding for a week and later developed chronic pelvic pain. She also mentioned uterine fibroids; these fibroids could be an alternative explanation for her pain. However, considering event's nature; causality with the suspect insert cannot be excluded. This case was upgraded to incident, since a surgical intervention was required for essure removal. An updated product technical analysis (lot number reported upon follow-up) is expected.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.

Event description:
Follow up information received on 30-oct-2015 and product technical complaint investigation result received on 17-nov-2015:: case upgraded to incident. This follow up has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting, which took place in september 2015 (FDA-2014-n-0736-2204). Consumer reported that she had essure inserted in 2009 and since started to have migraine headaches, chronic pelvic pain, muscle spasms, back pain and major fatigue. She has a total hysterectomy scheduled to (B)(6) 2015 to have essure removed. Updated product technical complaint (ptc) investigation: final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: based on the available information no product quality defect was confirmed, therefore there is no reason to suspect a causal relationship between the reported medical events and a quality defect. The reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar adverse event cases is not applicable. Company causality comment: this non-medically confirmed, spontaneous case report; refers to a female consumer who had very heavy bleeding for a week after essure (fallopian tube occlusion insert) insertion. Later, she developed chronic pelvic pain. According to her, she has a total hysterectomy scheduled in a few days following her report (approximately 6 years after device placement). The reported events are listed according to essure's reference safety information. During and after essure insertion, pelvic pain and genital bleeding may occur. In this case, consumer had post procedural bleeding for a week and later developed chronic pelvic pain. She also mentioned uterine fibroids; these fibroids could be an alternative explanation for her pain. However, considering event's nature; causality with the suspect insert cannot be excluded. This case was upgraded to incident, since a surgical intervention will be required for essure removal. Based on the available information no product quality defect was confirmed, therefore there is no reason to suspect a causal relationship between the reported medical events and a quality defect. No active follow-up will be pursued, as this case was identified during health authority website monitoring.

Manufacturer narrative:
Follow-up information received on 10-jan-2016 - ptc investigation result provided: ptc global number: (B)(4). Batch number 676717. Production date: sep-2009 expiration date: sep-2012. Final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. We conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: based on the available information no product quality defect was confirmed. The reported medical events are not indicative of a quality deficit per se. A review of similar cases for this batch resulted in no similar ae cases identified. In summary, there is no reason to suspect a causal relationship between the reported medical events and a quality defect. Company causality comment: this non-medically confirmed, spontaneous case report; refers to a female consumer who had very heavy bleeding for a week after essure (fallopian tube occlusion insert) insertion. Later, she developed chronic pelvic pain. According to her, she had a total hysterectomy (approximately 6 years after device placement). The reported events are listed according to essure's reference safety information. During and after essure insertion, pelvic pain and genital bleeding may occur. In this case, consumer had post procedural bleeding for a week and later developed chronic pelvic pain. She also mentioned uterine fibroids; these fibroids could be an alternative explanation for her pain. However, considering event's nature; causality with the suspect insert cannot be excluded. This case was upgraded to incident, since a surgical intervention was required for essure removal. Based on the available information no product quality defect was confirmed. A review of similar cases for this batch resulted in no similar cases identified.